Event description:
Information received from the field notes that the patient was seen for a routine follow-up. The rate was reduced from 70 to 30 ppm in order to check sensing. After the rate was returned to 70 ppm, a vario test was attempteed. The rate then fell to 30 ppm. The device was then programmed back to 70 ppm and an unsuccessful attempt was made to raise the rate to 85 ppm. The patient was pacemaker dependent.